Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) about a falsely elevated cardiac troponin I (tni) result obtained on a dimension exl with lm instrument. Siemens headquarters support center (hsc) completed the investigation of the event. Hsc reviewed the instrument data. No product non-conformance was identified with the dimension exl instrument or tni assay. The event was consistent with a sample integrity issue. The customer is operational. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s). The same sample was reprocessed the same day on the same instrument and on an alternate dimension exl instrument and lower results were obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant tni result.